Manufacturer narrative:
It was reported that the device was explanted (date not reported) and the patient was re-implanted with a new device during the same surgery. This report is filed on august 15, 2019.

Manufacturer narrative:
This report is submitted on june 06, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Explant and re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is submitted decmeber 18, 2019.